Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) pacing lead presented for a routine device follow-up. Upon evaluation, the rv lead was found to be dislodged. A revision procedure was performed and the lead was successfully repositioned. The lead remains implanted and in service. No additional adverse patient effects were reported.